Event description:
Customer is experiencing differences between his sensor glucose and blood glucose. Customer states sensors are alarming that he is high and low, when glucose is stable. Troubleshooting was offered to the customer but customer declined and disconnected from the sensor. Current blood glucose level was not available. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.